Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma and lymphadenopathy are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma, lymphadenopathy.

Event description:
Patient reported right side lymph nodes and fluid around both breasts. Device remains implanted. The following events are not device related: fatigued and weak, shortness of breath, hair loss, benign tumors in right and left breasts, has fibrous tumors on the right side were benign, started coming up on the left as well, joint pain, having joint pain as well, neck, shoulder.